Event description:
Pt reported that, the lancet is not properly retracting inside of the device, resulting in the lancet protruding from the end-cap. Pt did not experience an unintentional puncture as a result. No pt injury was reported and no treatment was rec'd. Technical support requested the return of the suspect product and replacement product was shipped.